Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, the patient experienced a hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia coincident with automated peritoneal dialysis therapy. The hernia was reported to have been diagnosed after automated peritoneal dialysis therapy began, but it was unknown if the hernia worsened with peritoneal dialysis therapy. The hernia was manifested by lower abdominal pain. It was not reported if the patient was hospitalized for the event, but on the day following the initial receipt of this report, the patient was scheduled for a hernia repair surgery. Peritoneal dialysis therapy was reported to be ongoing at the time of this report, but it was reported that peritoneal dialysis therapy would be discontinued for two months following the surgical procedure. The patient was not recovered from the event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.